Manufacturer narrative:
Pt sample collected in a 5cc vacutainer tube. Sample was less than 2 hours old and stored at room temperature. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2008, the field service engineer evaluated the analyzer and replaced the wbc diluent dispenser, flushed the drain vent line from the rbc bath, and verified instrument performance. Raw data analysis was conducted, suggested the samples may not have been adequately mixed prior to analysis. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2008 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low test results for white blood cell (wbc) and platelets (plt) and high test results for red blood cell (rbc) and hemoglobin (hgb) on one pt sample when using the coulter lh 750 hematology analyzer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.